Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. The customer stated that they noticed insulin pump was turned off and not turning on, so they inserted new battery, but it got stuck on medtronic logo and flashed red light. It was also reported that there was no response from any button of insulin pump. The customer did the troubleshoot and changed the battery, but it did not fix the issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.